Event description:
It was reported that following the implant of the valve, when attempting to stop bleeding at the access site after removing the sheath, the thread on the non-medtronic closure system was pulled too tightly and broke. Subsequently, hemostasis was performed for 15 minutes using an 8 millimeter (mm) balloon; however, the bleeding did not stop. Subsequently, surgical treatment was performed. Following the surgical procedure, blood flow was normal and hemostasis was achieved.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of the valve, when attempting to stop bleeding at the access site after removing the sheath, the thread on the non-medtronic (perclose) closure system was pulled too tightly and broke. Subsequently, hemostasis was performed for 15 minutes using an 8 millimeter (mm) balloon; however, the bleeding did not stop. Subsequently, surgical treatment was performed. Following the surgical procedure, blood flow was normal and hemostasis was achieved. Additional information was received that the right leg was used for delivery catheter system (dcs) access and the minimum diameter of the vessel was 6.0 x 7.1 mm. The bleeding occurred at the puncture site of the right leg. Per the physician, the cause of the bleeding was the non-medtronic (perclose) closure system which was not attributed to the dcs, guidewire or sheath.